Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: lot number, manufacture and expiry date are not available at this time.  Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the final fluid balance is 108%. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that during a red blood cell exchange on a spectra optia device the return pinch clamp remained closed while the return saline roller clamp was inadvertently left open resulting in the patient¿s blood being diverted into the saline bag. Approximately 30 minutes into the procedure the patient reported that they felt unwell, and the nurse observed blood in the saline (nacl) rinse and the return line pinch clamp was open. Per the customer, the procedure was paused, and the patient was placed in trendelenburg. The patient was then ¿reinjected with blood volume¿ and reported to have normalized after five minutes. Per the customer, the patient¿s blood pressure remained ¿ok¿ and the patient did not lose consciousness. It was reported that the procedure was completed without further incident, and the nurse notified the doctor regarding the event. The patient was reported to be ¿alive¿. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: lot number, manufacture and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a red blood cell exchange on a spectra optia device the return pinch clamp remained closed while the return saline roller clamp was inadvertently left open resulting in the patient¿s blood being diverted into the saline bag. Approximately 30 minutes into the procedure the patient reported that they felt unwell, and the nurse observed blood in the saline (nacl) rinse and the return line pinch clamp was open. Per the customer, the procedure was paused, and the patient was placed in trendelenburg. The patient was then ¿reinjected with blood volume¿ and reported to have normalized after five minutes. Per the customer, the patient¿s blood pressure remained ¿ok¿ and the patient did not lose consciousness. It was reported that the procedure was completed without further incident, and the nurse notified the doctor regarding the event. The patient was reported to be ¿alive¿. The collection set is not available for return because it was discarded by the customer.